Event description:
(B)(4). I had essure put in with being told it was made of the "stint" material. "Lester" I find out after having multiple side affects that they are essure related. Hair loss, nickel allergy, excruciating cramping, excessive bloating, weight gain, low back pain.